Event description:
A drop in r-wave amplitudes was observed. Technical services discussed taking a chest x-ray to verify the lead position. The lead remains implanted.

Manufacturer narrative:
No medwatch form was received.